Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Upon evaluation, the unit required preventive maintenance and replacement of worn parts as a result of normal wear and tear. The roundhead screw, adjustment screw, ball bearings, washers, nuts, bolt and o-ring were all replaced as part of pm services. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the surgeon experienced issue with slipping on mayfield modified skull clamp (a1059). There was no evident damage noted upon inspection. No patient injury or surgical delay has been reported.